Event description:
Customer reported that during prep for surgery 2 of the 3 valves would not program. Valves (2) were tested in the package and did not program, the 3rd valve was successful and was implanted. The expiration date of both non-functional valves is 2016. Customer reported a delay in surgery greater than 30 minutes as a result.

Manufacturer narrative:
In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Event description:
Customer reported that during prep for surgery 2 of the 3 valves would not program. Valves (2) were tested in the package and did not program, the 3rd valve was successful and was implanted. The expiration date of both non-functional valves is 2016. Customer reported a delay in surgery greater than 30 minutes as a result of this incident. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.